Event description:
The customer reported via phone call that they had problems with the insulin pump. Customer reported insulin would run to and side and not pump out when their reservoir was inserted. It was also found a motor error alarm occurred and there were pieces of the insulin pump chipping off at the reservoir compartment. The customer stated the motor error alarm occurred during the prime process. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.